Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the drill bit remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, a portion of the drill bit fractured inside the tibia. The surgeon determined that attempting to remove the drill bit would cause more harm to the patient than leaving the device in the patient and decided not remove the drill bit. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through a complaint history review, however, the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.